Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a monitor connection failure, causing no image to be displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation it was observed, the device had monitor connection failure, noise occurred and no image appeared temporarily. Scratches were found on the rubber of the bending section cover and the adhesive on the rubber of the bending section cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of the charged coupled device (ccd) unit, or the failure of the internal circuit board of scope connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.